Event description:
It was reported that the insulin pump was alarming no delivery. The alarm happened multiple times. There was battery out limit alarm in the history of the insulin pump. The customer's blood glucose was 401 mg/dl. The customer performed troubleshooting on their own before calling for assistance. The customer did not want to return the infusion set and the reservoir for analysis. No troubleshooting was performed during the phone call. The customer was explained the battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.